Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 4/30/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) was explanted due to "centration and bag stability" issues. In a f/u phone call, the purchasing agent reported the lens was explanted because the pt experienced visual disturbances and the bag was too small. The lens was exchanged with another brand of iol and the pt's visual acuity is 20/25. Add'l info also indicated that an unapproved viscoelastic was used during the procedure. Add'l info has been requested.